Event description:
The visiting nurse called lifescan and alleged the one touch basic enhanced meter was not turning on. The medical affairs specialist contacted the pt to confirm the info. The pt stated the day of the incident, about 2 weeks earlier; they were not feeling well. They took their blood glucose in the morning, does not remember result, and did not take their routine insulin "because I was just not feeling right". They stated that they did not eat well that day. About 5:30 pm their family member arrived home, to find them very weak with difficulty speaking. The pt stated that they had not taken their blood glucose since morning. Paramedics were called, blod glucose was <20 mg/dl. Treated with IV glucose and also given lasix for congestive heart failure (chf). They were admitted to the hospital for 5 days for treatment and control of their blood glucose, chf, and asthma. The pt stated that their regimen is "am 70/30 33 units and pm n 22 units". Based on the info obtained from the reporter and the pt, there is indication the product malfunctioned the day of thecall to lifescan, however no indication the product malfunctioned the day of concern. There is also no indication the product led to a serious event. The pt did not check their blood glucose throughout the day and ate little. The event is reported as a product malfunction due to the power issue that began the day of the call to lifescan. (Not related to the event reported) the meter was replaced and return expected.